Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number (0500318e) that were delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Thirteen lots were identified. An investigation for each of the thirteen lots was conducted by the manufacturer. There were eight lots that had an approved temporary deviation notice on each and five lots had two approved temporary deviation notices on each; however, they are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint.

Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used to positively confirm the presence of blood. Blood was not visually observed in the dialyzer. No dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 250cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility. The lot number of the product was not provided.